Manufacturer narrative:
(B)(6). Pump not received stuck in manufacturing mode unable to perform the displacement test and the p-cap/reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked battery tube threads, cracked case at battery tube side, cracked case corner of belt clip rails, fading serial number label and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was 6.9 mmol/l. The customer stated that crack around battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.